Event description:
A cassette planned for 4 days was administered in a morning. The initial programming was as followed: concentration = 20mg/ml, flow rate = 8mg/hr, bolus dose = 12mg, refractory period between 2 boluses = 120 min. The 100ml cassette was set at 7am and a bolus was administered by the patient under nurse supervision. It was observed that the bolus never stopped. At 11am, the nurse returned and observed that only 64ml of the cassette remained.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the labels intact and no physical damage on the device. Functional testing involved delivery accuracy testing and found the pump delivery to be within specification. A review of the event history log found that the pump had been adjusted and used during the morning of the reported event date. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that while using a cadd® ambulatory infusion pump, a patient was given an overdose of morphine. A cassette planned for 4 days was administered in a morning. The patient was "conscious, but amorphous". No other information was provided on any other adverse health effects.